Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the slides on the coulter lh 750 slidemaker were not being smeared properly as there was excess fluid on each slide. Customer reported that there was a fluid leak and blood appeared to be dripping down from above the dispense probe. Customer reported that the slides were not readable. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the source of the leak was the red striped tubing going through pinch valve (vl) 8. Vl8 is the path for the primed sample isolation. The fse replaced the affected tubing. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.